Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the subject device having leakage during user handling and water invading the device which caused abnormality in electrical components. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image". "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was not confirmed. There were few additional findings. The device exhibited leakage due to a hole/cut on the bending section cover. The distal end cover had a dent and was chipped. The adhesive of the bending section cover was peeled. The bending section was detached and the charge coupled device (ccd) was lifting. The insertion tube had a dent. The control body had minor scratches and was faded. There was trace of fluid invasion from the connector. Labels of the scope connector were lifting. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope displayed an error code during preparation for use for a procedure. It was unknown what the error code was. The issue was found during preparation for use for a procedure. There was no patient involvement.